Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth events/incident as unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the third postoperative day following an endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, during a routine follow up, sac growth was identified with no identifiable leak. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure. Additional information: the patient had a prior re-intervention on (B)(6) 2016 (mrn (B)(6)) for a distal type ib endoleak where two (2) iliac limb extensions were implanted.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, during a routine follow up, sac growth was identified with no identifiable leak. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.